Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported, the insulin cartridges are leaky and this has resulted in elevated blood glucose of up to 15 mmol/l (270 mg/dl). The cartridge was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. Add'l info was not provided.